Event description:
As reported, in 2006, this pt underwent endovascular repair of an abdominal aortic aneurysm. The renal arteries were coiled, and then a gore excluder aaa endoprosthesis trunk ipsilateral leg component was placed, intentionally covering the renal arteries. A follow-up angiography in 2007, showed a type ii endoleak from the lumbar arteries. Coiling of the arteries the following month, resolved the issue; however, a possible type ii or type iii endoleak was discovered during additional follow-up. Plans to reintervene are pending.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.